Event description:
It was reported that this pacemaker exhibited noise and undersensing on the right atrial (ra) lead. Further information was received that received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this pacemaker exhibited noise and undersensing on the right atrial (ra) lead. Further information was received that received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker exhibited noise and undersensing on this right atrial (ra) lead no adverse patient effects were reported. At this time, this device system remains in service.